Event description:
It was reported during a normal follow up, the patient experienced inappropriate atp therapy due to noise from the leads. Review of electrograms suggested true lead noise. Other episodes of noise reversion appeared to be electromagnetic interference. Another follow up is schedule to assess the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.